Event description:
It was reported that the patient underwent successful stent-assisted coil for an aneurysm located on the right vertebral artery. According to core lab review, mid-procedure, the first stent proximal end appeared to be very near the aneurysm neck and the implanted coils (subject devices) protruded into the parent artery. Therefore, a second stent was placed. There were no clinical consequences to the patient.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release.the subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Therefore, an assignable cause of undeterminable will be assigned to this complaint.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the patient underwent successful stent-assisted coil for an aneurysm located on the right vertebral artery. According to core lab review, mid-procedure, the first stent proximal end appeared to be very near the aneurysm neck and the implanted coils (subject devices) protruded into the parent artery. Therefore, a second stent was placed. There were no clinical consequences to the patient.